Event description:
The customer reported an issue where the cartridge was intermittently not fully snapping into the pump over the past year, including once the previous night. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support assisted the customer with troubleshooting steps, including stopping insulin, removing the case from the pump, cleaning debris from the guide rail, and reinspecting the cartridge and pump. After the corrective actions, the customer successfully resumed insulin therapy.